Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call of post-reset ram crc alarm . The customer¿s blood glucose was 7.5 mmol/l. Customer reported that insulin pump shuts down, history shows post-reset ram crc alarm and repeated battery failed in normal use. Customer was advised to revert to pack up plan as per hcp until replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, self test and displacement test. No drive count or time values or changes incorrect for moving or coasting error alarm noted during testing. Device functioning properly.